Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during port access, fluid was allegedly infiltrating surrounding tissue from holes in the septum. Reportedly, the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one powerport clearvue slim was returned for evaluation. Wear and damage was noted to the port septum and it was observed that the septum leaked during infusion attempts. Based on the findings, the investigation is confirmed for the reported port leak, specifically due to a damaged septum. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include material fatigue due to repeated infusion and sharp instrument damage due to a coring needle or blade. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during port access, fluid was allegedly infiltrating surrounding tissue from holes in the septum. Reportedly, the port was removed and replaced. There was no reported patient injury.